Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio reseated the user interface (ui) pcb assembly to display cable connector, w15, which resolved the reported issue. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report indicates: additional mfg narrative type ¿ blank. Section h10 and/or h11 of the initial medwatch report should indicate: additional mfg narrative type ¿ additional manufacturer narrative.

Event description:
The customer contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported issue.